Manufacturer narrative:
It was confirmed by the customer that all of their stretchers are working with no alleged defects. This complaint was entered in error.

Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.